Event description:
It was reported that at the patient's last appointment, the patient's generator could not be interrogated and was believed to be dead. There was concern that the patient's generator had prematurely depleted. At the patient's appointment in (B)(6), her generator had reached the intensified follow-up (ifi) battery indicator. The device history records of the suspect generator were reviewed. The generator passed final quality and functional test prior to release. The generator was laser routed a review of the generator's internal data verified premature battery depletion. The generator's voltage ( 2.704 v) indicated that the generator had <11 % of its battery life remaining; however, this is inconsistent with the % battery consumed value of 29.171%, which indicates that around 70% of the battery life should be remaining. From a previous internal investigation, it is known that some laser-routed devices may be susceptible to premature battery depletion. The observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in current leakage paths and premature depletion. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Manufacturer narrative:
Describe event or problem, correction: it was inadvertently not reported in the initial emdr report that high impedance had been detected on the patient's device and may have impacted battery life.

Event description:
The manufacturer's battery life calculator was performed to accommodate that high impedance was present since 11/04/2017, because increased impedance can cause increased battery depletion. (This instance of high impedance is captured in MFR. Report # 1644487-2018-00487). The calculation predicted an expected time of 2.9 years until near end of service as of 07/11/2018. No further relevant information has been received to date.

Event description:
It was reported that the patient's generator was replaced due to battery depletion. The hospital discards explanted products. No further relevant information has been received to date.